Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were shared by customer where is observed a tego with apparent seal tearing and the seal collapsed into the interior of the yellow body. This would be result in occluded flow. No additional damage or abnormally were observed. Complaint of hole/cut/torn can be confirmed based on the photographs received by the customer. However without returned of the affected sample a comprehensive investigation cannot be conducted and a probable cause of the seal tearing damage and subsequent occluded flow during use cannot be determined. The device history review (DHR) for lot 13578867 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a connector tego where it was stated that during the patient's connection process, when removing the heparin medication seal, and before the connection for hemodialysis, it was observed that the silicone of the bioconnector was wrinkled. At the time of attaching the syringe it was not possible to extract blood. It was checked again, and the inner part of the silicone was damaged and did not allow the flow of fluids; it was necessary to change the connector. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation, however photos were provided. Investigation pending. E1 initial reporter phone number: ext.(B)(6)